Manufacturer narrative:
The device in question was purchased (B)(6) 2017 and had approximately 1.5 years of use. Upon receiving the returned device, the hardness and material of the device were evaluated. It was determined that the device was within specifications. Upon further evaluation of the device, it was noticed that the cutting edges were scratched and chipped in some place. This type of damage is consistent with damage that would occur if the scissor was used in a way not intended for the purpose of the device. This particular device has an extremely delicate scissor tip that can easily become broken if used incorrectly. This is the only complaint recorded for this device with (B)(4) sold. This report can be seen as the final report. If additional information is received that alleges any additional patient involvement or a need for corrective actions a follow-up report will be submitted.

Event description:
The tip of the diethrich scissor broke off. It was noticed that the tip was broken in reprocessing. As a result the patient had to be recalled and an investigation was carried out to determine if the piece remained in the patient. It was communicated that the patient was not impacted by the broken tip.